Manufacturer narrative:
Sensor kit expiration date is 31may2022. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in (device manufacture date) is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A caller reported a high readings issue with the adc device. The caller reported received an unspecified high sensor readings when compared to a competitor meter. The customer went to shock and experienced hypoglycemia symptom with a loss of consciousness and was unable to self-treat. The customer had had contact with healthcare professional who administered unspecified shot in the leg for treatment. It was noted the customer "had some syrup in blood" and no further information was provided. There was no report of death or permanent injury associated with this event.